Event description:
On (B)(4) 2013 winco's customer care department received a call from (B)(6). (B)(6) stated that a registered nurse at their (B)(6) center was injured when attempting to put a pt in the recline position of a winco 6950 xl elite care cliner. It was reported that the nurse severed the tip of her finger in the recline mechanism. The report was then turned over to winco's quality manager. (B)(4) followed up with (B)(6) on (B)(6). (B)(6) stated that the nurse was fine and that she had one of the hospital's best plastic surgeons repairing the damage. She then proceeded to narrate what the nurse relayed to her about the incident. "While trying to recline a heavier pt, the rn stood at the foot of the recliner to manage the position of the pt's legs. Another person was behind the recliner. The person behind the recliner proceed to recline the pt back before the rn was ready. The rn tried to reach for the IV line that was getting tangled in the recliner mechanism. At the same time, the person at the back of the recliner pushed hard on the seat back causing the recliner to recline rapidly, surprising the rn. Before she could remove her hand, the recliner mechanism caught the tip of her finger. There was no injury to the pt in the recliner.